Event description:
High blood sugars over 700mg/dl [blood glucose increased], high blood sugars with a particular batch of novolog flexpens [product quality issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugars over 700mg/dl" with an unspecified onset date, "high blood sugars with a particular batch of novolog flexpens" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novolog flexpen (insulin aspart) from unknown start date due to "diabetes" (dose and frequency unknown), novolog flexpen (insulin aspart) from unknown start date due to "diabetes" (dose and frequency unknown), novofine (needle) from unknown start date due to "diabetes". Medical history included diabetes (type and duration not reported). On an unknown date, patient experienced high blood sugars with a particular batch of novolog flex pens. The patient also used novofine needles. On (B)(6) 2018, patient was hospitalized due to blood sugar readings over 700mg/dl with a particular batch of novolog flex pens and nausea. The patient was discharged on (B)(6) 2018. Information regarding batch number is available and updated. Action taken to novolog flexpen was not reported. Action taken to novolog flexpen was not reported. Action taken to novofine needle was not reported. On (B)(6) 2018 the outcome for the event "high blood sugars over 700mg/dl" was recovered. The outcome for the event "high blood sugars with a particular batch of novolog flexpens" was not reported. Investigation results: name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - batch hzf6633: a visual examination of the returned product was performed. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. Nothing abnormal was detected. The pen had a gap between the rubber plunger and the piston rod. The observed problem was due to incorrect handling of the pen. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - batch hzf6852: a visual examination of the returned product was performed. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. A visual examination of the received sample has been performed. Nothing abnormal was detected. Name: novofine needles - batch unknown: microscopic examination performed: the needle met specification. Needles tested for silicone on patient needle. The needle met specification. Needle points on patient needles examined visually for defects. 2 used "needle" with hooked on patient end needle. The needles tested for flow with measure threads. 2 used "needle" "was" blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery was not possible and dose accuracy may be affected. The problem with the needle was due to incorrect handling during use. The used needle had a damaged needle point. The observed fault was a result of accidental damage during use. Manufacturer's comment: upon investigation of the returned flexpen and needles the pen was found to have a gap between plunger and piston rod in the cartridge and the 2 of the novofine needles were hooked and 2 of them were blocked. The hooked needles, the gap in the pen and the blocked needles indicate that patient has been re-using the needles and leaving the needles attached to the pen in between injections and are factors which could have contributed to the patient experiencing an increase in blood glucose. Warnings against re-using the needle and leaving it attached to the pen in between injections are present in the IFU for the novolog flexpen. The reported events are listed. This single case report is not considered to change the "currrent" knowledge of the safety profile of novolog flexpen.

Event description:
Due to a technical issue with acknowledgement this report was re-sent as follow up #1 event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugars over 700mg/dl [blood glucose increased] high blood sugars with a particular batch of novolog flexpens [product quality issue] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars over 700mg/dl" with an unspecified onset date, "high blood sugars with a particular batch of novolog flexpens" with an unspecified onset date, and concerned a 89-year-old female patient who was treated with novolog flexpen (insulin aspart) from unknown start date due to "diabetes" (dose and frequency unknown), novolog flexpen (insulin aspart) from unknown start date due to "diabetes" (dose and frequency unknown), novofine (needle) from unknown start date due to "diabetes". Medical history included diabetes (type and duration not reported). On an unknown date, patient experienced high blood sugars with a particular batch of novolog flex pens. The patient also used novofine needles. On 03-oct-2018, patient was hospitalized due to blood sugar readings over 700mg/dl with a particular batch of novolog flex pens and nausea. The patient was discharged on 11-oct-2018 information regarding batch number is available and updated. Action taken to novolog flexpen was not reported. Action taken to novolog flexpen was not reported. Action taken to novofine needle was not reported. On oct-2018 the outcome for the event "high blood sugars over 700mg/dl" was recovered. The outcome for the event "high blood sugars with a particular batch of novolog flexpens" was not reported. Investigation results: name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - batch hzf6633 a visual examination of the returned product was performed. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. Nothing abnormal was detected. The pen had a gap between the rubber plunger and the piston rod. The observed problem was due to incorrect handling of the pen. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - batch hzf6852 a visual examination of the returned product was performed. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. A visual examination of the received sample has been performed. Nothing abnormal was detected. Name: novofine needles - batch unknown microscopic examination performed. The needle met specification. Needles tested for silicone on patient needle. The needle met specification. Needle points on patient needles examined visually for defects. 2 used needle with hooked on patient end needle. The needles tested for flow with measure threads. 2 used needle was blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery was not possible and dose accuracy may be affected. The problem with the needle was due to incorrect handling during use. The used needle had a damaged needle point. The observed fault was a result of accidental damage during use. Manufacturer's comment: upon investigation of the returned flexpen and needles the pen was found to have a gap between plunger and piston rod in the cartridge and the 2 of the novofine needles were hooked and 2 of them were blocked. The hooked needles, the gap in the pen and the blocked needles indicate that patient has been re-using the needles and leaving the needles attached to the pen in between injections and are factors which could have contributed to the patient experiencing an increase in blood glucose. Warnings against re-using the needle and leaving it attached to the pen in between injections are present in the IFU for the novolog flexpen. The reported events are listed. This single case report is not considered to change the currrent knowledge of the safety profile of novolog flexpen. Continued: evaluation summary novofine needles - batch unknown microscopic examination performed. The needle met specification. Needles tested for silicone on patient needle. The needle met specification. Needle points on patient needles examined visually for defects. 2 used needle with hooked on patient end needle. The needles tested for flow with measure threads. 2 used needle was blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery was not possible and dose accuracy may be affected. The problem with the needle was due to incorrect handling during use. The used needle had a damaged needle point. The observed fault was a result of accidental damage during use.